Event description:
It was reported that during a laparoscopic transverse colectomy, the jaws did not open after the 1st firing on the blood vessel. The device was removed from the patient by cutting both sides after firing with endoclip ii. It was found that the deployed clip was deployed properly after the device was released from the cut blood vessel. The device was fired 4 times for functionality after that. Then it was confirmed that clips came out at a time. Also there was strong unexpected resistance in grasping the firing trigger. A competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.